Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: l5-s1 disk herniation. L5-s1 lumbar stenosis. Patient underwent the following procedures: l5-s1 bilateral laminectomy for decompression. Diskectomy for decompression. Interbody fusion with peek allograft and rhbmp-2/acs. Posterolateral fusion bone. Posterolateral fusion with instrumentation. Intraoperative emg and ssep monitoring. Per op-notes: "laminectomy was performed using the high speed air drill and kerrison rongeur. Medial facetectomy was required for maximum exposure. In this fashion access was provided to the epidural space. Thick ligamentum flavum was removed. There was a large disk that was noted at the l5-s1 level. Annulomtomy was performed with an all blade knife. Discectomy was performed using pituitary rongeur and various configuration microcurettes. In this fashion the nerve roots were decompressed. In preparation for the interbody fusion, the endplates were performed by removing cartilage endplate while leaving the bony endplates. The disk space was then sized. A peek allograft was selected. This was packed with rhbmp-2/acs. It was then inserted into the disk spa ce and fluoroscopic guidance. Allograft was then laid down laterally to achieve l5-s1 posterolateral fusion. At this time, posterolateral instrumentation was performed with pedicle screws placed using fluoroscopic guidance into the l5-s1 pedicles. The pedicle was then connected with a small rod and placed under the compression and secured with set screws."

Event description:
It was reported that the patient underwent a anterior cervical discectomy and fusion using rhbmp-2/acs. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.